Event description:
The facility reports that while transferring a resident using a viking l patient lift, the universal sling bar 450 (aluminum) became detached, dropping the resident back onto the bed. No patient or staff injury was sustained.

Manufacturer narrative:
Facility refused to return the broken sling bar and adapter to liko for analysis. On-site inspection of all lifts at facility to be completed and follow up report will be forwarded at that time.